Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the "altitude alarm" screen. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting with tandem technical support regarding this issue.